Manufacturer narrative:
Per the tandem user guide, "replace the cartridge every 48 hours if using humalog".

Event description:
It was reported that intermittent occlusions occurred. Reportedly, the customer used humalog insulin and changed the cartridge every 3 days. There was no adverse impact to customer's blood glucose level. Customer successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the pump time was inaccurate, the pump battery depleted quickly, and alarms sounded low. Customer adjusted the pump time to be accurate. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response was received.